Event description:
The pt gets erratic results when checking blood glucose on the suspect device. They said they had to call paramedics twice within a twenty four period due to low blood glucose when the suspect device did not read low. They said their glucose dropped into the 30's mg/dl and they were given some type of IV both times by the emt's. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.